Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report when the device is received and the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip came apart into three separate pieces. The pieces broke from the proximal end, and all pieces were retrieved from the original incision. A new kit was used to complete the procedure. There were no pt effects. The product will be returning.